Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature sensing catheter with a cut portion of the inlet tubing was received. Visual evaluation noted no obvious defects. An attempt was made to inflate the catheter's balloon with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the solution could be seen going directly into the drainage lumen and it leaked back out the top side of the funnel. This indicated that there was lumen to lumen leakage. This failed to meet specifications per the standard stating "leaks between lumens are not allowed." Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be operator spins the inflation pin when loading and unloading the piece. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure.

Event description:
It was reported that there was a lumen to lumen water leak during a pretest.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was a lumen to lumen water leak during a pretest.